Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the cannulated stardrive screwdriver/t40/277mm (part. No: 03.010.520, lot. No: 9199820, qty: 1) was returned and received at us cq. Upon visual inspection, it was observed that the cannulated distal tip of the device got broken. The broken fragments were not returned at cq. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. The complaint condition was confirmed for the cannulated stardrive screwdriver/t40/277mm (part. No: 03.010.520, lot. No: 9199820) as the cannulated distal tip of the device got broken. While a definitive root cause cannot be determined, it is possible that the tip of the device might have encountered unintended forces. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : part: 03.010.520, lot: 9199820, manufacturing site: hägendorf, release to warehouse date: 13.jan.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the cannulated stardrive screwdriver was broken. It is unknown how the issue was discovered. There was no patient involvement. This report is for one (1) cannulated stardrive screwdriver/t40/277mm. This is report 1 of 1 for (B)(4).